Event description:
It was reported via phone call that the customer passed away. Customer was deceased. The cause of death was unknown. It is unknown if the caller will return the insulin pump for analysis.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0958-2020. (B)(4). S/w 2.9d. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08720 inches. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case, cracked case at battery tube side, pillowing keypad overlay, stained keypad overlay, cracked retainer and a peeling/damaged serial number label. Data analysis: (the date of death was not specified in the customer notes.) The formatted history file lists data from 01/15/2016 to 12/14/2018.